Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(4) had a percutaneous endoscopic gastro jejunostomy (pegj) tube placed and discharged on (B)(6) 2016. On (B)(6) 2016, a tube appeared to be loose, fluid was leaking. On (B)(6) 2016, there was stabbing pain at the stoma site. The patient was readmitted for peg site infection and started on unknown oral and IV antibiotic medications.